Manufacturer narrative:
There is no evidence of a device malfunction. The alarms and subsequent blood loss events are attributed to clotting due to problems with the patient's access. The cycler alarmed appropriately. There have been no further similar problems reported. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
An arterial air alarm occurred toward the end of a routine hemodialysis treatment. Approximately 12 days later, an arterial pressure alarm occurred during treatment. Rinseback was not performed for either treatment due to clotting, resulting in an estimated blood loss of 190cc for each treatment. The patient had an angioplasty performed on her av fistula on or around (B)(6) 2011. The patient's hgb decreased from 13.4 g/dl on (B)(6) 2011 to 10.8 g/dl on (B)(6) 2011. The patient who had been on epogen hold was restarted on (B)(6) 2011 and is also receiving venofer. No other medical intervention was reported.